Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was not reported. The insulin pump shut off. The insulin pump had a blank display. There was a small corrosion ring build up on the battery cap connection. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.